Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of event of core wire break. Block h11: the returned sensor wire was analyzed, and during the inspection, it was found that the guidewire unraveled due to core wire detached and ptfe peeled, which confirmed the reported event. The excess force applied during the attempted removal of the guidewire, or the use of a metal needle or cannula, likely caused the ptfe coating to peel. In addition, the guidewire became unraveled due to detachment of the core wire. The excessive force used to remove the wire also likely contributed to the detachment of the urethane tip, as well as the observed unraveling and kinking of the guidewire. Based on the analysis findings, the investigation was assigned the conclusion code: adverse event related to procedure.

Event description:
It was reported that, during a transurethral lithotripsy procedure, a sensor wire was used, fraying was observed along the length of the guidewire, and a tear was noted in the middle section. It was observed that it got caught immediately after the guidewire was started to use. The guidewire was removed, and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that, during a transurethral lithotripsy procedure, a sensor wire was used, fraying was observed along the length of the guidewire, and a tear was noted in the middle section. It was observed that it got caught immediately after the guidewire was started to use. The guidewire was removed, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break.